Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient was admitted to hospital on (B)(6) at 20:30 with blood glucose readings of 20mmol/l and ketones of greater than 4. Patient's nurse has removed her from the pump and given her pen therapy as she believes the pump is not delivering insulin sufficiently. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.